Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference 1627487-2011-00655. The patient received an scs system including a receiver and a surgical lead on (B)(6) 2004. It was reported that he is experiencing intermittent stimulation. In an effort to recapture effective therapy, several external components of the patient's scs system were replaced, but the reported problem persists. A new transmitter was shipped to the patient and a reprogramming appointment will be scheduled as means of further intervention. No further information is available at this time as all attempts to confirm resolution have been unsuccessful.